Event description:
It was reported via phone call, that the emergency medical services was called and the customer was hospitalized on (B)(6) 2015. Customer's blood glucose levels at the time of hospitalization 29 mg/dl. It was not mentioned if the customer was wearing the insulin pump at the time of hospitalization. The customer stated they lost their transmitter.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.